Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification and mild tortuosity. During advancement of the 2.5 x 28 mm implant delivery catheter, moderate resistance was met with the mild tortuosity proximal to the lesion. During the attempt to deploy the implant, contrast was observed leaking from the balloon and the pressure would not increase so the device was removed. Two other implants were deployed overlapping in the mid to distal lad (2.5 x 23 mm, 3.0 x 23 mm) and a 3.5 x 23 mm implant was deployed proximal, not overlapping. Post-dilatation was performed with a non-compliant (nc) balloon with a good final result. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.